Event description:
A potential product issue has been reported with our artiste linear accelerator associated with our (B)(6) rt therapist. In the abundance of caution this issue is being reported. For some pts, when the customer tried to send pt data to the coherence archive or to another (B)(6) workstation the customer received data transfer errors for some of the pt files. This has meant that the customer could not move the pt from one accelerator to another (during maintenance, for instance) because it was not possible to open the pt in the second machine. No info was reported that suggests a mistreatment or serious injury has occurred.

Manufacturer narrative:
The preliminary risk assessment indicates: severity: 3 (critical). Reason: to continue treatment the customer has to perform a re-planning for the remaining dose as a work around. There is a potential risk to incorrectly set up the pt as part of a second plan. (Dose splitting between plan 1 and plan 2 must be appropriate.) If not, this could result in the delivery of a wrong dose due to a user error. Probability: b (improbable). Reason: since the new plan has to be checked and approved after replanning it is unlikely that the therapist will make a mistake in the overall dose calculation. Associated products are: (B)(6) rt therapist part, catalog number: 08162815, serial number: (B)(4), device manufacture date: september 2008. Artiste mv, catalog number: 8139789, serial number: (B)(4), device manufacture date: september 2008. Final corrective action is pending further investigation.